Manufacturer narrative:
(B)(4). Event description continued: the interventionalist tried to obtain better images than the echosonographer, but was unable to do so. An atrial perforation was unable to be found. This is the fourth mitraclip case performed by the interventionalist and echosonographer. Reportedly, the transseptal needle and the extra stiff guide wire are not suspected to have contributed to the slow bleed. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Abbott vascular reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for difficulty removing the cds from the patient anatomy may include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (excessive translation/manipulation of the device and procedural circumstances influencing the ability to visualize and/or position the clip) or manufacturing anomalies. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient anatomy, procedural conditions and/or user technique, difficulty removing the cds may be influenced by morphology of the mitral valve, difficulties visualizing the clip, excessive force or range of rotation of translation while manipulating the devices or difficulties with visualization or positioning the clip. It is possible that the poor imaging due to the challenging anatomy (heart being off axis) resulted in an interaction between the clip and the left atrial appendage upon retraction and therefore contributed to the difficulty removing the device; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the difficulty removing the cds cannot be determined. Since the exposed frictional elements (fes) on the raised grippers may have caught on the large left atrial appendage, this may have caused the slow bleed. Once the cds was removed, tissue was noted on the clip, which was suspected to be from the left atrial appendage. The patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history found no similar device issues from this lot. Although a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is filed for pericardial effusion and tissue damage, which are serious injuries. It was reported that during the procedure in a patient with degenerative mitral regurgitation grade 4+ and slight prolapse of the anterior leaflet, the mitraclip delivery system (cds) had gone down to the left ventricle and was pulled back into the left atrium in an inverted position and some resistance was noted. There was poor imaging as the heart was off axis. After the cds was pulled closer to the steerable guide catheter (sgc), a small amount of fluid was noted in the pericardial sac. It was thought that the exposed frictional elements may have caught on the large left atrial appendage and caused a slow bleed. The procedure was aborted and the cds, followed by the sgc, was removed from the anatomy without incident. After the cds was removed from the anatomy, tissue was noted on the clip. This tissue was thought to be from the left atrial appendage. The heparin was reversed with protamine and the bleeding resolved without further intervention. A blood transfusion was not required. The patient remained stable during and after the procedure. Another clip procedure will not be attempted. There were no issues with steering the cds. There was no difficulty removing the cds from the sgc. The poor imaging was due to patient anatomy. It was not due to the echo machine, nor the echosonographer.